Event description:
A report was received in 9/2002 that a dr had implanted a memorylens in the pt's right eye in 2000, which iol had now opacified. The pt has a pre-existing medical history of prostate cancer, arthritis, and a bilateral blepharoplasty about 30 years ago. At exam in 8/2002, the pt's visual acuity was 20/80 od. An iol exchange is planned for sometime in the future.